Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative (rep) reported that the surgery on (B)(6) 2015 was to reverse the backwards implantable neurostimulator (ins). The surgeon originally implanted the ins backwards by mistake; the ins did not flip. It was revised successfully and the patient could charge normally.

Event description:
It was reported that the patient had poor coupling with recharging. They were only able to get a maximum of 2 coupling bars since the date of implant. The al feature was attempted with 76 as their number, but they could not get more than 2 coupling bars and the issue was not resolved. When al was performed there was a range from the 50s to the 70s.a new implantable neurostimulator recharger (insr) and recharging antenna was tried. The depth of the implant seemed normal, but by feel the ins seemed flipped. The patient reportedly had surgery on (B)(6) 2015 and it was noted that the battery was implanted backwards. The issue was resolved and the patient cold charge normally at the time of this report. It was noted that the patient was a high energy user and the implantable neurostimulator (ins) depleted quickly. There were no symptoms involved with this event.

Manufacturer narrative:
Concomitant medical product: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# va0cce6, implanted: (B)(6) 2014, product type: lead. Product ID :3387s-40, lot# va0gk64, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).